Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Prior to the system service, the representative tested the navigation and imaging systems using calibration phantom to analyze multiple points and no inaccuracies could be verified. Codes 10, 213 and 67 are applicable. D10/h2/h3/h6: logs and archives were received however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. H2/d11: section d information references the main component of the system. Other relevant device(s) are: software: synergy spine s7;i7 2.1 9733686 software version: 2.1.0 h2: additional information received. B5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was unable to be determined and the inaccuracies were unable to be verified. It was noted that it was possible that the reference marker moved during the procedure. It was reported that the site may have been using third part drapes that caused refraction of the led light which may have been the cause. Technical services provided another way to drape the reference frame using a towel. There has been no other issues since this complaint.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. The site was performing an l4 to s1 t-lif. It was reported that the site was about 1 cm off when using the navigation and imaging systems. The imaging system was used in other cases and showed no issues with other navigation systems used. Navigation and imaging were both aborted. The doctor ended up free handing the screws for the rest of the case and the system was pulled from service. There was no reported delay to the procedure. There was no reported impact to the patient.